Event description:
The pump was returned for investigation. Investigation revealed the display is faded and pink this report is made based on results of investigation completed on 12/20/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: the pump passed all required testing for category other. The display was faded and pink. The bolus button was missing. There was no moisture or corrosion on bolus button contact. The lens is scratched and the keypad symbols are faded. (B)(4).